Manufacturer narrative:
Visual inspection performed by r&d project manager. No visible defect can be appreciated on the implant. The root cause of the pedicle fracture may be the poor bone quality, which was osteoporotic.

Event description:
During the insertion of must mc screw ø6x45 cannulated at l5, the patient's pedicle bone broke and the pedicle screw was not effective anymore. Tapping 5mm and then 6mm performed. The surgeon changed the insertion point and replaced the pedicle screw. Patient's bone was osteoporotic.

Event description:
During the insertion of must mc screw ø6x45 cannulated at l5, the patient's pedicle bone broke and the pedicle screw was not effective anymore. Tapping 5mm and then 6mm performed. The surgeon changed the insertion point and replaced the pedicle screw.

Manufacturer narrative:
Batch review performed on 02 april 2024: lot 2329512: (B)(4) items manufactured and released on 13-dec-2023. Expiration date: 15-11-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.